Event description:
This MDR is related to MDR 3013840437-2024-00074 referring to the same literature article. This case was linked to lssmv case number (B)(4) referring to the same literature article. The events reticulated bruising, mild swelling, marbling skin pattern and swelling were considered as a symptom of vascular occlusion and were therefore not coded. The events lightheaded and dizzy were considered as symptoms of vertigo and were therefore not coded. This literature report described a case series of three vaes induced by non-ha fillers, for which ultrasound-guided hyaluronidase injections were incorporated into the treatment approach. This literature report from netherlands concerns a 53-year-old female patient. She was injected approximately 2 ml of radiesse, into the face. Radiesse was hyperdiluted (product preparation issue, off label use of device), with 0.5 ml of 2% lidocaine and with 2.5 ml of bacteriostatic saline, in a 1:2 dilution. A 20g 70 mm cannula was used for the injection. The entry points were anesthetized locally with 0.15 ml of 1% lidocaine with epinephrine per point. The patient underwent a second injection of hyperdiluted radiesse, into the face. After the radiesse injection, the patient experienced vascular adverse event. The aesthetic practitioner noticed some bruising starting to occur on the patients right lower face. The patient applied pressure on the affected area while the contralateral side was also treated with 2.5 ml of the hyperdiluted mixture. After this, the patient began to feel lightheaded and dizzy when turning the head from side to side. The patient had mild swelling and a good capillary refill. Ice packs were given to the patient to apply to the swelling and bruising of the lower right side of the face. Neurological assessment (pupils, eyes, etc.) Performed the same day was normal. Patient was reevaluated the following day. At physical examination, bruising/hematoma, swelling, and a marbling skin pattern were visible under the right zygomatic arch. The patient underwent an magnetic resonance imaging (MRI) with and without contrast, with no abnormalities. The calcium hydroxylapatite (caha) filler was visible on duplex ultrasound imaging as a well-defined hyperechoic deposit with posterior acoustic shadowing. The subcutaneous tissue close to the caha deposits and underneath the livedo skin pattern showed an absence of flow. Surrounding the filler material, some hypervascular arterial blood flow of the right transverse facial artery and corresponding micro vascularisation were observed. Under duplex ultrasound guidance, 300 units of hyaluronidase were injected at the level of superficial musculoaponeurotic system (reporter as smas) , where the flow was diminished, after which the capillary refill improved. Under doppler ultrasound, the blood flow of the perforator and smaller arterioles in the affected area also showed improvement. The patient was started on a high prednisone dose and meclizine. On day 3, the patient, who started to feel better with slowly diminishing vertigo complaints, was reevaluated. The bruising and swelling had subsided as well. The blood flow to the affected area was still improved on duplex ultrasound imaging. An additional 150 units of hyaluronidase were injected under ultrasound guidance to diminish the hematoma and swelling. In the following days, the patient steadily improved. By day 11, all symptoms of bruising/livedo skin pattern and vertigo had dissipated entirely. The patient healed without scarring. Due to the provided information, the outcome of the events was considered as resolved. In the opinion of the authors the generally accepted theory behind filler injection induced vascular adverse event was that intravascular injection of filler material led to a filler embolus blocking blood flow and led to tissue ischemia and necrosis. The introduction of handheld ultrasound devices used for ultrasound-guided hyaluronidase injections in vascular adverse event cases and recent insights into the anatomical organization of angiosomes and perforasomes opened the door to alternative hypotheses and a possible role for vasospams as a cause for ischemia and necrosis in filler vascular adverse event.

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event vascular adverse event (pt: vascular occlusion), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse injectable implant could not be reviewed, as the lot number was not reported. Kadouch, j., schelke, l., groh, o., sokol, v., & velthuis, p. (2024). Intralesional hyaluronidase injection to relieve non-hyaluronic acid filler-induced vascular adverse events. International journal of dermatology, 1-4. Doi: 10.1111/ijd.17355.